Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient reported a skin irritation under the lifevest. The patient's provider advised the patient can remove the lifevest for up to one hour each day. Follow up with the patient indicated the skin irritation was unchanged.